Manufacturer narrative:
Analysis of programming history.

Event description:
During manufacturer review of a patient's vns programming history, it was identified that on (B)(6) 2009 the vns settings were changed to default systems diagnostics settings. Although not reflected in the diagnostics history, the systems test performed on (B)(6) 2009 faulted as the patient was interrogated after the test and was set to 0ma/20hz/250pulsewidth/30sec on/60 min off; settings prior to the test were 1.5ma/20hz/250pulsewidth/30sec on/3 min off. The setting change was noted and the settings were corrected except for the off time, which remained at 60 minutes until the next office visit on (B)(6) 2009 when the off time was corrected to 3 minutes.